Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Age and weight were left blank as the customer's age and weight were not provided.

Event description:
The customer reported that his blood glucose readings and 14 days average were not being stored in the memory of the contour meter. During the call, it was found that the date and time on the meter were set incorrectly. There was no allegation of an adverse event. The customer was advised to return the meter was evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.